Event description:
The mother of the patient reported that while at school in 2007, the patient noticed his infusion tubing was torn at the luer lock. He did not have extra tubing with him at school and he waited until he returned home to change the infusion tubing. His blood glucose was elevated to 19 mmol/l (342 mg/dl). His normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). He did not have any symptoms of high blood glucose. The patient bolused to lower his blood glucose and his readings returned to normal. The mother stated that the patient changes his infusion tubing daily because of tears or because the tubing is bent and does not look reliable. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.